Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number qhmbkq , and no non-conformances were identified.

Event description:
It was reported that an animal underwent a procedure and suture was used. During the procedure, the suture broke. There were no adverse consequences reported. No additional information was provided.